Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was trialing a spinal cord stimulation system for spinal cord stimulation. It was reported that there was a loss of stimulation. It worked fairly well initially after he had the trial procedure on the day of (B)(6) 2017, but then after he got home, he got up to use the bathroom and it quit working and he has not been able to get it working again. It is not stimulating at all and he didn¿t have pain relief which was considered a sudden change in therapy/symptoms. The patient had spoken with the manufacturer representative and thought ¿we lost the letter a¿ and there was no programming in it. The patient noted that the red button was pressed on the external neurostimulator. After syncing the patient programmer with the implantable neurostimulator, it was confirmed that the stimulation was off. Turning stimulation on did not resolve the issue. The patient had the ability to change stimulation and tried to increase the stimulation; however increasing from 5.70 volts to 7.0 volts did not resolve the reported issue and the patient still was not feeling stimulation sensation. The patient did not have another group to try. The patient was under the impression that he should be on group a, but there was nothing displaying at all on the group row of the patient programmer. It appeared that the patient does not have access to groups because there was nothing displayed on the group row of his patient programmer. The patient stated that they had quite a bit of trouble with it yesterday and that the manufacturer representative told him that a is supposed to be there, but the patient hasn¿t ever seen it displayed on the patient programmer. Additional information was received from a consumer regarding the patient on 2017-02-28. It was reported that one of the cords coming out of the external neurostimulator was bad and replacing it had resolved their issues including having lost stimulation, pain relief, and they had also regained access to group a. No further complications were reported or anticipated.